Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The infusion set cannula was bent. The blood glucose reading was 197 mg/dl. The customer was advised on insertion to avoid bent cannulas. The customer reported that the highest the blood glucose ran was to 420 mg/dl, and that a set change had resolved the issue. The insulin pump was not returned or replaced.